Event description:
It was reported that this right atrial (ra) lead exhibited rising threshold measurements with ra outputs at 5 volts and possible loss of capture (loc). The health care professional (hcp) had no further questions at that time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited rising threshold measurements with ra outputs at 5 volts and possible loss of capture (loc). The health care professional (hcp) had no further questions at that time. This ra lead remains in service. No adverse patient effects were reported.